Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was last night the pt noticed the implant (ins) for their cervical from 2016 was not connecting to the insr to operate for it was not recognizing the ins even though the insr was fully charged. It was also displaying another thing on the screen. The pt last charge the ins probably over a week to a week and a half ago. During call pt attempted to recharge the ins the screen on the insr was blinking crazy and was showing reposition antenna. Then it was showing the screen recharger wait; pt also got an informational screen with a think circle with a block eye with a plug with another thick circle with an empty battery thing. Agent thought it could be the message to charge the neurostimulator but pt was seeing an informational screen. Pt verified no damage to the insr antenna cord. The issue was not resolved. An email was sent to the repair department to replace the insr antenna. Case reopened reassigned to send follow-up email. Patient called back reporting that they received the replacement package but that did not resolve the issue. Patient stated that they called yesterday and repeated information from previous call. Patient noted that they tried to charge for hours but were getting the same message continuously. Patient mentioned that they really need the stimulator on and that they have not been able to charge. Patient asked about saturday shipping because they did not think they could make it until monday and were nervous. Agent sent an email to repair to replace the recharger. Patient called back stating that they received the replacement recharger (and previously insr antenna) and the issue is still not resolved; they are not able to charge the implant. Agent had caller confirm they are seeing reposition antenna/poor communication message. Agent attempted to have caller to connect with the mystim programmer and caller stated currently they do not have it with them. Agent reviewed possible over discharge and asked caller to confirm when the last time was, they successfully charged the implant and caller stated they were camping and put it off way longer than they normally do, so maybe 2+ weeks prior to their first call into medtronic. Agent reviewed recharge frequency expectations with aging ins battery (will likely need to charge more often to prevent over discharge as the battery gets older) and redirected to hcp. Caller mentioned they are getting lumbar injections today with their hcp and will notify them of the issue. Agent reviewed ins longevity information. Patient called back repeating already documented events about ins charging. They contacted their doctor who said the they had to call. Medtronic to set the appointment up. Agent provided them the nas phone number and redirected them to their hcp. 2024-aug-09 rpl 431420 rtg0598013 rpl 431714 (con): patient called and repeated previously documented information. Patient said their old system had failed. Agent understood their ins had reached eos and they had the system replaced yesterday. Patient was inquiring how to send back the equipment for the old equipment, which they said was not helpful, as they do not need it any longer. Agent reviewed information and sent for request to alternate address.

Manufacturer narrative:
Continuation of d10: product ID 37791: product type recharger product ID 37751 serial (B)(6) : product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.